Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: mapping catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, after septal puncture with another manufacturer's product, a drop in blood pressure was observed, and pericardial effusion was confirmed by echo. After cardiac massage and pericardiocentesis, vitals stabilized and ablation was performed. The case was completed with pulsed field ablation. The patient awoke from anesthesia and communicated, but blood pressure gradually dropped, and ventricular fibrillation (vf) occurred. After cardioversion, cardiac massage, pericardiocentesis, and extracorporeal membrane oxygenation (ECMO), the patient was moved to the intensive care unit. Vitals stabilized thereafter. No further patient complications have been reported as a result of this event.